Event description:
Rptr complains of brain stem stroke 11/9/93-12/15/93. Hospitalized again 12/27/93-1/13/94. Implant removed. January 4, 1994, major problems: testoterone loss since 1966, loss of right testicle, extreme atrophy of left testicle, right testicle implant installed 5/7/76. Developed allergies to 99% of all medications, lung disorders, degenerative disc disease, bone density loss, degenerative point disease, human adjuvant disease, auto immune disease, c.f.i.d.s. Dry eyes, dry mouth, syndrome, organic brain syndrome, bipolar disorder, left leg shorter than right, medical problems on left foot, left knee damaged.